Manufacturer narrative:
(B)(4). The issue was discovered when the biomedical technician (biomed) was testing the pump. The biomed shut down the machine, swapped the pump cable and after that the unit worked fine.

Event description:
It was reported that during the use of the device for non-clinical activity, the pump was showing a blank display and a question mark was seen on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility biomedical technician (bmet), no part will be returned to the manufacturer as there has been no recurrence of the reported problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.